Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir set. The customer stated that he has a recurring problem with 3 of his sensors. The customer stated that the showings read under 2.2 mmol/l and suspending. The customer's blood glucose reading was 8.8 mmol/l. The customer's sensor glucose versus blood glucose is not within range. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on graph. The customer was advised to call back to troubleshoot.